Manufacturer narrative:
(B)(4): lens not returned. Evaluation codes: method -(other): work order search results -(other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experie6ced significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.